Event description:
The facility reports they were transferring the resident from the wheelchair to the bed. The resident was suspended about four feet in the air when the nut cap failed (part that connects the spreader bar to the jib). The entire part released and the resident fell to the floor, sustaining head injuries (not defined) and a fractured pelvis. The resident later died in the hosp. The police have taken the lift, broken parts, and sling for their own investigation.

Manufacturer narrative:
The device, broken part, and sling have all been confiscated and were not made available for evaluation. Add'l info will be provided upon conclusion of the MFR's investigation.